Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
The customer's wife called in to report that when she came home, she found her husband, the user of the meter, laying on the floor unresponsive with multiple bruises. She reported that his freestyle freedom lite meter was reading 110 mg/dl when paramedic's meter was reading in the 30's. The paramedics gave him a shot of intravenous dextrose to bring his glucose level back up. There was no report of death or permanent impairment associated with this medical event.